Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose was 50 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11d. Pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted.